Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) testing revealed that there was an output when the device was programmed vvi 65 unipolar. Testing also revealed an anomalous output condition. The no output condition was due to lifted hybrid bond wires. Testing also revealed normal battery depletion. Further information received indicated the device was functioning at the time of explant. Therefore, the bond wires lifted some time after explant. The evaluation result and conclusion codes have been updated to reflect this.